Event description:
Had implants put in. Mcghan double lumen textured. Had a plethora of health issues and disorders for the past 29 years. Had no idea they were textured until I had them removed on (B)(6) 2019. The FDA needs to make mcghan accountable for their textured implants. (B)(4).